Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately 7 years post tmvr with a 29mm sapien 3 (s3) valve this valve failed due to stenosis. Once the case was started the team found that the 29mm s3 in the mitral position had a fracture of the stent frame. The fracture appears to happen in the open cell part of the valve that was in the left ventricle. There did not appear to be any missing sections of the valve. The team was not aware that the 29mm s3 was fractured. The team performed a batman procedure. A new 29mm sapien 3 ultra resilia was placed inside of the fracture 29mm s3 in the mitral position. The patient was stable the whole time. The patient had a history of heart failure.